Event description:
It was reported by service report that the rear cross bar is broken on the back of the recliner. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: rear cross bar.